Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation, it was noted that the device was difficult to be interrogated. As the patient was new to this clinic, there was no access to patient¿s previous longevity estimations. Several open channel telemetry tests were performed but they were unsuccessful. The patient was scheduled for generator replacement and was seen in an emergency room. The implantable cardiac defibrillator was explanted and replaced. No further information is available at this time.

Manufacturer narrative:
Correction: manufacturing report 2938836-2019-01642, should not have been reported as a medical device report (MDR) as there is no indication that the patient's currently implanted device was manufactured by abbott.

Event description:
New information received states that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2015 and there was no issue with the device. The issue of difficult to interrogate the device was actually on the competitor device and not on the abbott device.